Event description:
The customer returned the pump for an unrelated issue. During in-house evaluation it was discovered that the pump did not alert occlusion during testing: however it did alert check clutch when a dead end capped syringe was used.